Manufacturer narrative:
H.6. Investigation: DHR analysis was performed and maintenance occurrence was observed 602205244 ¿ thread on the test leak related to the problem. The image provided by the customer and the report of the event were evaluated and it was possible to observe barrel damaged. The potential cause for the occurrence is a failure at syringe assembly station which caused the damage. The failure was corrected according to the sap maintenance order # 602205244. H3 other text : see h.10

Event description:
It was reported that liquid leaked from the bd plastipak¿ veterinary syringe with needle. This occurred 8 times during use. The following information was provided by the initial reporter, translated from portuguese to english: "the liquid inside the 3ml syringe spills into the medium." "Loss of 3 doses of v10 vaccines."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked from the bd plastipak¿ veterinary syringe with needle. This occurred 8 times during use. The following information was provided by the initial reporter, translated from portuguese to english: "the liquid inside the 3ml syringe spills into the medium." "Loss of 3 doses of v10 vaccines."